Manufacturer narrative:
No failure was found during the investigation. The historical data and device logs recognized an episode of ventricular tachycardia then generated a high-priority alarm. This report is considered final, and the issue is closed.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on november 5th, 2020 biomed reports I got an email from the telemetry east room reporting they received a red alarm in clinical access that did not show in the alarm history bar on the xhibit central station. No injury was reported with this event.